Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Tingling in feet and legs [paraesthesia]. Burning in feet and legs [burning sensation]. Weakness in feet and legs [muscular weakness]. Extensive nerve damage [nerve injury]. Unsteady walking or standing [balance disorder]. Numbness in feet and legs [hypoaesthesia]. Pain in feet and legs [pain in extremity]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive cream, unspecified total daily uses beginning 1995 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage resulting in unsteady walking or standing, tingling in feet and legs, numbness in feet and legs, burning in feet and legs, pain in feet and legs, and weakness in feet and legs. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.